Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device and could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The cracked part was cracked radially from the center. There was a possibility that a strong impact was applied momentarily. The exact cause of the reported event could not be conclusively determined. Omsc surmised that some heavy object was dropped onto the lid of the device. If significant additional information is received, this report will be supplemented.

Event description:
During the reprocessing, the user found the lid of the device had been cracked. There was no patient injury report related to the event. The user facility did not provide other detailed information.